Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #2134265-2014-00959 and 2134265-2014-00889. It was reported that automatic pullback failure occurred. During preparation for percutaneous coronary intervention outside the body, an atlantis sr pro² was tested prior to use without imaging issues in conjunction with ilab ultrasound imaging and sled. However, it was unable to perform pullback. The ivus catheter, sled and the ilab was exchanged to another atlantis pro2, sled and galaxy without issue. No patient complications were reported and the patient's status was good.